Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable clamp tubing alarm. Reservoir volume 34.4, rate 0.8, given 4.05. The patient was not affected.